Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the communication error occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the stretch of the angle wire. The blade of the bending tube was cut due to an external factor. The bending section rubber, control section, grip unit, up / down plate, right / left plate, remote switch 1, video connector, light guide cover glass, video connector case, and light guide connector were scratched by external factors. The adhesive of the bending section rubber was chipped. Dirt that was difficult to remove was adhered to the control section due to insufficient cleaning. The video connector and video connector case were cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.